Manufacturer narrative:
(B)(4). (B)(4). Damaged obturator cannula. The analysis results of the b5lt found that it was rec'd inside the original package and with the obturator cannula bent. Although, it could not be determined what may have caused the finding, a possible cause is inadvertently to put weight over it. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the obturator was bent inside the package. It was not used and will be returned. There was no pt consequence.